Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 25-aug-2021. This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ('the left implant migrated into the uterus') in a (B)(6) female patient who had essure (batch no. C26939) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2017, the patient experienced uterine perforation (seriousness criterion intervention required). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), back pain ("lumbar pain"), genital haemorrhage ("heavy bleeding during menstrual periods"), headache ("headache"), fatigue ("fatigue"), dizziness ("dizziness"), gastrointestinal pain ("gastrointestinal pain"), colitis microscopic ("lymphocytic colitis"), haemorrhoids ("haemorrhoids"), morton's neuralgia ("morton's neuroma"), neuralgia ("neuropathic"), musculoskeletal pain ("joint and muscle pain"), epicondylitis ("epicondylitis"), gait disturbance ("difficulty walking"), vision blurred ("blurred vision"), disturbance in attention ("concentration impairment") and memory impairment ("memory impairment") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy and salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the uterine perforation outcome was unknown and the pelvic pain, abdominal pain, dyspareunia, back pain, genital haemorrhage, headache, fatigue, dizziness, gastrointestinal pain, colitis microscopic, haemorrhoids, morton's neuralgia, neuralgia, musculoskeletal pain, epicondylitis, gait disturbance, weight increased, vision blurred, disturbance in attention and memory impairment had not resolved. The reporter considered abdominal pain, back pain, colitis microscopic, disturbance in attention, dizziness, dyspareunia, epicondylitis, fatigue, gait disturbance, gastrointestinal pain, genital haemorrhage, haemorrhoids, headache, memory impairment, morton's neuralgia, musculoskeletal pain, neuralgia, pelvic pain, uterine perforation, vision blurred and weight increased to be related to essure. The reporter commented: she had been never informed of the implant migration into uterus seen at computed tomography (CT) in 2017, and continued visiting doctors for 4 years. She learned of the situation at her last visit to the emergency room on (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Computerised tomogram - in 2017: the left implant had migrated into the uterus. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 25-aug-2021. The most recent information was received on 31-aug-2021. This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ('the left implant migrated into the uterus') in a 47-year-old female patient who had essure (batch no. C26939) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2017, the patient experienced uterine perforation (seriousness criterion intervention required). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), back pain ("lumbar pain"), heavy menstrual bleeding ("heavy bleeding during menstrual periods"), headache ("headache"), fatigue ("fatigue"), dizziness ("dizziness"), gastrointestinal pain ("gastrointestinal pain"), colitis microscopic ("lymphocytic colitis"), haemorrhoids ("haemorrhoids"), morton's neuralgia ("morton's neuroma"), neuropathy peripheral ("neuropathic"), musculoskeletal pain ("joint and muscle pain"), epicondylitis ("epicondylitis"), gait disturbance ("difficulty walking"), vision blurred ("blurred vision"), disturbance in attention ("concentration impairment") and memory impairment ("memory impairment") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy and salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the uterine perforation outcome was unknown and the pelvic pain, abdominal pain, dyspareunia, back pain, heavy menstrual bleeding, headache, fatigue, dizziness, gastrointestinal pain, colitis microscopic, haemorrhoids, morton's neuralgia, neuropathy peripheral, musculoskeletal pain, epicondylitis, gait disturbance, weight increased, vision blurred, disturbance in attention and memory impairment had not resolved. The reporter considered abdominal pain, back pain, colitis microscopic, disturbance in attention, dizziness, dyspareunia, epicondylitis, fatigue, gait disturbance, gastrointestinal pain, haemorrhoids, headache, heavy menstrual bleeding, memory impairment, morton's neuralgia, musculoskeletal pain, neuropathy peripheral, pelvic pain, uterine perforation, vision blurred and weight increased to be related to essure. The reporter commented: she had been never informed of the implant migration into uterus seen at computed tomography (CT) in 2017, and continued visiting doctors for 4 years. She learned of the situation at her last visit to the emergency room on (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 56 kgs. Computerised tomogram - in 2017: the left implant had migrated into the uterus. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 31-aug-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.